Event description:
It was reported that a patient underwent a uterine procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the swaged end of the needle in the first pass through the uterus. Another 3 pieces from the same lot were opened but the same issue happened. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: an image was received at ethicon inc for viewing and, based on a visual inspection, it was discovered that the strand had broken into several pieces due to the degradation process caused by exposure to the environment. The product code vcp371h contains an absorbable suture. Upon receipt of the opened package, the time of exposure to the environment could not be determined. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: as per confirmation with sales rep, qty of impact of product should be 4 and all impacted products are discarded by customer. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2021-12423, 2210968-2021-12422, 2210968-2021-12421.